Event description:
A patient was revised approximately two weeks after implantation to address two everest polyaxial screws at s1 which, "lost their fixation." This report captures the first of two screws.

Manufacturer narrative:
The returned everest polyaxial screw was inspected visually and functionally. The proximal end of the screw shank, where the tulip head mates, showed signs of deformation. It is suspected that these deformations indicate the angle the tulip head was positioned when the construct was final tightened. The tulip head was moveable with slight resistance. The design of the anvil component of the screw head consists of two leaf springs, which produce the friction between the screw head and the proximal end of the screw shank. If the springs become deformed or disengaged from the proximal end of the screw shank, the polyaxiality of the screw head can become compromised. Device and complaint history records were reviewed for this lot and catalog number, no relevant manufacturing issues or adverse trends were identified. The everest spinal system instructions for use states: "k2m spinal systems are contraindicated in the presence of . . . Obesity," as well as, "patient selection and compliance is extremely important. Based on fatigue testing results, the k2m everest® spinal system has been determined to be substantially equivalent to predicate devices however, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc , which may impact on the performance of this system. Spinal implant surgery on patients with conditions listed under contraindications may not be candidates for this procedure". As the patient in the event was determined to be obese, the most likely root cause for the reported event can be attributed to use of the device against the IFU.

Event description:
A patient was revised approximately two weeks after implantation to address two everest polyaxial screws at s1 which, "lost their fixation." This report captures the first of two screws.

Event description:
A patient was revised approximately two weeks after implantation to address two everest polyaxial screws at s1 which, "lost their fixation." This report captures the first of two screws.

Manufacturer narrative:
The device has been received and fields d4 and d9/h3 have been updated.